Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 078 alarms during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings:a review of the black box showed call service 078 alarms had occurred. The pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no alarms occurring. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed the following: the battery compartment was cracked, there was moisture under the display and on the motor flex connector, and the display screen was dim, faded, and discolored. Additionally, leak testing failed due to the battery compartment damage.